Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device was not communicating, connected to the same port, but a longer replacement cord had been installed. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) confirmed that the system internet cable was not connected after moving the pyxis. The customer found that internet cable was connected in wrong port, and it was resolved by the customer. The system functioned as intended after the customer resolved the issue.